Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: this existing curve and the placement of the device allow for a large bending moment to exist within the non-fixed region and can eventually cause the fatigue breakage of the device. Conclusion: the most likely cause of the event is fatigue of the device.

Event description:
It reported that rod broken in human body.

Event description:
It reported that rod broken in human body.